Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an emerge balloon catheter. The balloon was loosely folded. There was contrast and blood in the inflation lumen. The balloon, markerbands, proximal bond and tip were microscopically examined. There were numerous hypotube kinks. Microscopic inspection revealed a pinhole in the balloon material, midway between the proximal and distal markerband. The proximal and distal markerband were examined and did not present any irregularities that could have caused the pinhole. Microscopic examination of the balloon presented no irregularities in the balloon material, markerband and proximal bond that could have contributed to the damage. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the device was inflated to 18atm. Direction for use states: ¿do not exceed the rated balloon burst pressure". (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the right coronary artery. A 2.50 mm x 20 mm emerge¿ was advanced for dilation. The balloon was inflated six times. The first, second and third inflations were at 12 atmospheres. The fourth inflation was at 18 atmospheres and fifth inflation was at 12 atmospheres. However, during the sixth inflation at 18 atmospheres, the balloon ruptured. The device was completely removed from the patient's body. The procedure was completed with a 3.0 x 30 mm emerge balloon catheter followed by implantation of 3.5 x 38 mm and 3.5 x 32 mm promus stents. Two days later, the patient was discharged. No patient complications were reported.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the right coronary artery. A 2.50mm x 20mm emerge¿ was advanced for dilation. The balloon was inflated six times. The first, second and third inflations were at 12 atmospheres. The fourth inflation was at 18 atmospheres and fifth inflation was at 12 atmospheres. However, during the sixth inflation at 18 atmospheres, the balloon ruptured. The device was completely removed from the patient's body. The procedure was completed with a 3.0x30mm emerge balloon catheter followed by implantation of 3.5x38mm and 3.5x32mm promus stents. Two days later, the patient was discharged. No patient complications were reported.